Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The shock vector was reprogrammed to remove the proximal coil. The lead remains in use. No adverse patient effects were reported.